Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was received for evaluation. The machine underwent functional testing. During evaluation, the device triggered a false downstream occlusion alarm. The cause was identified to be an out of calibration force sensor which requires calibration to address this issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a spectrum infusion pump the device alarmed a false downstream occlusion. No additional information is available.